Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it, and did not experience repeat malfunction, and technical support advised customer to continue using pump and to call back if malfunction code recurred, which customer acknowledged and understood.